Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. However, reservoir does stay locked in. The device was received with minor scratches on the lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported there were cracks on the reservoir compartment of the insulin pump and customer's blood glucose was 48 mg/dl. It was also stated there was an o ring hanging out where there was a piece missing, but the reservoir would still screw in and stop appropriately. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.